Manufacturer narrative:
We have received the three complaint devices for investigation. We observed a circumferential balloon rupture in one of the three catheters while the hub of other two embolectomy catheters had separated from the catheter lumen. The product incident report provided to us by the physician does not specify the cause of the balloon rupture. When we injected liquid into the lumen of this catheter, we did not experience any resistance. The liquid came out of the skive hole properly. The cause of the balloon rupture and hub separation is ongoing. There was no harm to the patient as the result of this incident. Surgeon used another lemaitre embolectomy catheter to complete the procedure.

Event description:
During thrombectomy, surgeon observed malfunction with three single lumen embolelectomy catheters.